Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin administration prior to contacting technical support; therefore, no further action was required.